Event description:
As was reported to co's sales representative by the user facility. Hole in hose of circuit found when the circuit was taken out of the polybag ready to be used. It was not used once the hole was detected.